Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced increased baseline pain. The pump was in safe state on (B) (6) 2009, they programmed the pump back to simple continuous. Two days later on (B) (6) 2009, the pt, again, experienced increased pain. Upon further interrogation, the pump was still in the programmed simple continuous mode. The hcp indicated they will do additional testing as needed. The drugs in the pump were dilaudid and bupivacaine.